Manufacturer narrative:
As reported the phasix st mesh was partially explanted. Multiple pieces of explanted mesh material were returned for evaluation. However due to the condition of the sample pieces returned, an evaluation is not possible. As reported by the doctor the hernia recurrence that presented was not caused by the phasix st mesh that was used in the initial repair. The hernia recurrence was reported to be possibly related to the procedure, however a definitive cause of the recurrence was not reported. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the adverse reaction section of the instructions for use states, to prevent recurrences when repairing hernias, the phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The follow was reported and is associated to (B)(6) study (B)(4): on (B)(6) 2017 the patient underwent repair of multiple discreet hernia with swiss cheese configuration using the phasix st mesh. The defect is noted to have been 4cm in length and 3cm in width, however, the length from the farthest points of the swiss cheese configuration is noted to have been 18cm in length and 13cm in width. A posterior retro-rectus with component separation technique was performed. Lysis of adhesions was also performed at this time. The patient is noted to have very thin muscles at the time of the phasix st implant. Approximately four months later, on (B)(6) 2017 the patient presented with increasing pain in the right lower abdomen with a bulge. Re-examination and CT scan show a recurrent hernia at the lateral edges. On (B)(6) 2017 the patient underwent additional surgery to repair the hernia recurrence. At this time the phasix st mesh was partially removed. The hernia recurrence was reported by the surgeon as not being caused by the phasix st mesh used to treat the patient. It was assessed by the surgeon to be possibly related to the procedure/patient condition. As reported the hernia recurrence that presented was not caused by the phasix st mesh that was used in the initial repair. However, this MDR is filed to document the need for additional surgical intervention.